Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device was unable to detect the attached electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll; review of the device's history log found evidence to support a possible communication problem between the electrodes and the device; however the device was put through extensive testing without duplicating the malfunction. It's important to mention that the electrodes and the multi-function cable were not available for evaluation. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.